Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by the patient not feeling well. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with claromycin orally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the antibiotic therapy was discontinued. It was not reported if dianeal therapies were ongoing. Hospitalization was reported to be ongoing. The patient was not recovered from the peritonitis event. No additional information is available.